Event description:
Medtronic received information regarding a navigation system. It was reported that  the system appears to be intermittently tracking instruments. They have attempted to move the emitter with little change. There was no patient impact and no delay. Additional information indicated that after talking with the site it was determined that emitter placement was the issue. He instructed the ent coordinator on best practices and will coordinate to have medtronic support present for an upcoming case. Resolved on call.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, ubd: unknown, UDI#: unknown, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.